Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine leiomyoma ('uterine myoma') in an adult female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to analgesics. No relevant past medical history (has no known allergies to drugs). In 2002, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced procedural pain ("pain and suffering caused by the insertion of the essure"), 1 day after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tachycardia ("tachycardia"), swelling ("swelling"), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), metal poisoning ("metallosis"), headache ("chronic headache"), anxiety ("anxiety"), arthralgia ("generalised pains / generalised joint pain"), arthritis ("arthritis"), colitis ulcerative ("ulcerative colitis"), dermatitis contact ("nickel allergy / cannot wear imitation jewellery"), vaginal haemorrhage ("intermittent spotting of 10 days of progression"), abdominal pain lower ("pain in her right iliac fossa of two days of progression"), erythema ("erythema appearing in the painful region (right iliac fossa)") and abdominal pain ("abdominal pain since essure insertion") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with metamizole magnesium (nolotil), nsaids, paracetamol and surgery (removal of uterine myoma / myomectomy and salpingectomy performed). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine leiomyoma, procedural pain, tachycardia, swelling, hypersensitivity, genital haemorrhage, metal poisoning, headache, anxiety, arthralgia, arthritis, colitis ulcerative, dermatitis contact, vaginal haemorrhage, abdominal pain lower, erythema and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, arthritis, colitis ulcerative, dermatitis contact, erythema, genital haemorrhage, headache, hypersensitivity, metal poisoning, pelvic pain, procedural pain, swelling, tachycardia, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted regarding essure insertion date (2002 and (B)(6) 2003). Since the insertion of the essure, she has had all the aspects of her daily life completely altered as a consequence of the damages caused by the device, a situation that invariably entails great emotional suffering. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergology report showed positive results / metal allergy diagnosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine leiomyoma ('uterine myoma') in an adult female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to analgesics. No relevant past medical history (has no known allergies to drugs). In 2002, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced procedural pain ("pain and suffering caused by the insertion of the essure"), 1 day after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tachycardia ("tachycardia"), swelling ("swelling"), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), metal poisoning ("metallosis"), headache ("chronic headache"), anxiety ("anxiety"), arthralgia ("generalised pains / generalised joint pain"), arthritis ("arthritis"), colitis ulcerative ("ulcerative colitis"), allergy to metals ("nickel allergy / cannot wear imitation jewellery"), vaginal haemorrhage ("intermittent spotting of 10 days of progression"), abdominal pain lower ("pain in her right iliac fossa of two days of progression"), erythema ("erythema appearing in the painful region (right iliac fossa)") and abdominal pain ("abdominal pain since essure insertion") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with metamizole magnesium (nolotil), nsaids, paracetamol and surgery (removal of uterine myoma / myomectomy and salpingectomy performed). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine leiomyoma, procedural pain, tachycardia, swelling, hypersensitivity, genital haemorrhage, metal poisoning, headache, anxiety, arthralgia, arthritis, colitis ulcerative, allergy to metals, vaginal haemorrhage, abdominal pain lower, erythema and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, arthritis, colitis ulcerative, erythema, genital haemorrhage, headache, hypersensitivity, metal poisoning, pelvic pain, procedural pain, swelling, tachycardia, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted regarding essure insertion date (2002 and (B)(6) 2003). Since the insertion of the essure, she has had all the aspects of her daily life completely altered as a consequence of the damages caused by the device, a situation that invariably entails great emotional suffering. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergology report showed positive results / metal allergy diagnosis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.